Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the implant has been fractured. Microscopic examination of the fracture did not reveal any damage that could contribute to the fracture. Material deformation on both side of the cage is noted consistent with interface during use. This type of damage is consistent with excessive force placed on the cage during the insertion process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent anterior cervical fixation at c5-c6 due to cervical spondylotic myelopathy. Intra-op, while inserting the cage with the help of free-hand inserter, the cage broke. The broken cage was completely explanted; and was replaced with a new one. As the vertebral body had spondylolisthesis slightly, loading was applied during cage insertion. The broken cage had damage and deformation around the inserter gripping part. There was a delay of less than 60 minutes in overall procedure time as broken pieces were removed and a replacement was prepared, but no patient complications were reported due to this event.